Event description:
During device preparation, the device was able to be programmed via rf telemetry but interrogation with inductive telemetry was slow. While changing to rf telemetry the connection was lost. The programmer was restarted but interrogation was slow. The event was resolved by replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of telemetry issue was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further analysis performed found no anomaly with the device able to be interrogated successfully through both rf and inductive telemetry. Device was able to interrogate without any delay. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.